Event description:
It was reported that during a sigmoidectomy the blade was broken. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.